Manufacturer narrative:
The photo provided confirms the reported issue. Although it was stated that the device was not used on the patient, the presence of blood on the device suggests otherwise. While the event itself was verified, the exact root cause of the issue could not be determined. The IFU instructs the user to slowly inflate the balloons. It is possible the balloons were over inflated or inflated too rapidly during manufacturing or pre-use check resulting in the issue. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the pruitt f3-s polyurethane carotid shunt balloon inflated into an abnormal shape during pre-use testing. It was not used on the patient. No patient injury was reported.